Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the pump was in good condition with no apparent contamination. Customer?s reported issues were duplicated during power-up process. The root cause of the reported issue was found to be a defective battery actions taken to mitigate the reported issue: replaced battery. Performed power up process and all functional tests which passed.

Event description:
It was reported that battery communication timeout event occurred. No patient injury reported.